Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant yielding acceptable analyzed values and electrocardiogram measurements. Upon slitting the catheter, the lead appeared to have advanced a considerable distance, nearer the cardiac shadow's border, possibly perforating or partially perforating the septum. The lead values were analyzed and did not change and no premature ventricular contraction (pvc) was noted. The lead dislodgement was confirmed via fluoroscopy. For patients' safety and to reduce the chance of complication, a new lead was implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Perforation was not confirmed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant yielding acceptable analyzed values and electrocardiogram measurements. Upon slitting the catheter, the lead appeared to have advanced a considerable distance, nearer the cardiac shadow's border, possibly perforating or partially perforating the septum. The lead values were analyzed and did not change and no premature ventricular contraction (pvc) was noted. The lead dislodgement was confirmed via fluoroscopy. For patients' safety and to reduce the chance of complication, a new lead was implanted.